Event description:
It was reported that the patient's pump device was removed because their body rejected the catheter. The health care provider (hcp) tried to replace it, and when that did not work they recommended removal of the device/catheter. (B)(6) 2012 the device system was removed. The drug that was used via the device system was dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).